Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. The scope was tested twice on the same day in quick succession. Maltophilia and candida were detected in the first test. Candida, bacillus, and chryseobacterium were detected in the second test. The subject device was not used on any patients after the positive culture testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where: pre-cleaning: the air/water channel flushed with water and air using mh-948. Manual cleaning: all the reprocessing accessories were completed without an abnormality. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was product a. The brushed points were the instrument channel, suction channel, air/water valve / suction valve, and biopsy valve. Automatic endoscopic reprocessor(aer): the aer used is a esr-200. The detergent used is product b. The disinfectant used is product b. All channels were connected with tubes when the endoscope was set up into the aer. The disinfectant solution used was with in expiration date and meet the minimum effective concentration. The water filter had been replaced within the specified period. The rinse water treatment system was completed without abnormality. Storage: the scope is blown clean with compressed air and dried through the aer process and stored without a drying cabinet at room temperature.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices third-party test results, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: bending section rubber glue was chipped; distal cover was scratched; insertion tube was scratched; boot of the insertion tube was scratched; switch button 1 was torn; insufficient angulation; play on the angulation control knob; universal cord was scratched; universal cord was wrinkled; light guide lens was cracked; light guide lens glue was whitish; boot of the universal cord on the control section side was scratched; objective lens glue was whitish; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization. Olympus will continue to monitor field performance for this device.